Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were able to connect with the implant and had it on 3.4 v, but it was now set to 3.5 v. The patient noted that they were going to see if it worked now because they loved the way it worked, but after the shocking they did not think it was working. The patient clarified what they meant was that the therapy was not helping with their symptoms and noted that it was still doing like it was at first. The patient stated that they would be following up with their hcp. No further complications were reported or were expected.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they felt a shock a couple of different times and noted that they thought that they may have strained things due to their job. The patient stated that the implant had helped them with their symptoms and that they had gradually moved up the level of stimulation. The patient noted that the implant was put on their left side and that the recent shocks were minor in comparison to ones they experienced when the trial leads were removed. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.